Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that customer visited emergency room due to high blood glucose of 280 mg/dl on (B)(4) 2019. Customer¿s blood glucose was 440 mg/dl which leads to took customer to emergency room and customer also had blood glucose of 555 mg/dl. Customer experienced difficulty in breathing during the event. Customer was treated with insulin pump bolus and customer was also going to start intravenous. Customer stated that drive support cap was normal and had bubbles but no big bubbles just a small one in infusion set or reservoir. Customer stated that insulin pump was not working but does not alleged for possible under delivery on insulin pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08705 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The low reservoir alarm functions properly during testing. Device uploaded properly using carelink. Device had minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.